Event description:
The PICC was removed on (B) (6) 2009 because it broke in half. The line was removed from the right arm without incident. No injury to the patient.

Manufacturer narrative:
The complaint of a break in the catheter was confirmed, but the exact cause is unknown. There was a break in the d/l tubing just distal to the white molding of the bifurcation. The plane of the break was perpendicular to the longitudinal axis of the tubing. The cross section of the break exhibited a rough and granular surface. The d/l tubing exhibited a section of narrowing 1 inch from the break site, which indicates that the tubing was stretched at that location. The break may be the result of excessive tensile stress applied to the catheter at that location; however, the exact mechanism of damage is unknown. No apparent manufacturing defects were noted on the complaint sample. A chr of lot #reslo235 showed no other similar product complaint(s) from this lot.